Event description:
Dr. (B)(6) explained - he was using an nsk electric handpiece on a newer kavo electromatic single premium control box and 703 motor. Handpiece is getting hot and burned patients' cheek. He believed that the safe drive setting of the electromatic should have detected the problem with the handpiece. The safe drive setting was turned off at the time of treatment. Handpiece model: nsk (no kavo device / third party device). Handpiece serial number: (B)(6). Control box: electromatic pm/pc. Control box serial number: incident occur during patient treatment. Dental procedure: root canal. Tooth# worked on: #4. Description of injury: thermal injury on buccal mucosa adjacent #4. Burn location: adjacent #4. Burn size: 10mm in diameter. Medication to treat burn: recommended saltwater rinses. Any follow up needed with patient: 2 post op appointments to check healing. Healing is uneventful.

Manufacturer narrative:
The doctor uses a third-party handpiece (nsk). This handpiece was presumably the cause of the burn. Only this handpiece comes into direct contact with the patient. Nothing is known about the technical or service condition of this handpiece. The doctor assumes that the problem with the handpiece should have been identified by the kavo controller he uses. A so-called safe drive function can be activated in the controller menu. Neither an original kavo handpiece was used nor was the safe drive function activated within the relevant treatment. Two points, which are described in detail in the instructions for use, should be emphasized here: 1. The safe drive function only works with original kavo handpieces. 2. The safe drive function is deactivated at the time of delivery. Find enclosed the relevant passages from the instruction for use: 6.6 protection function safedrive (pm/pc only). Warning: use of incorrect straight and contra-angle handpieces. Risk of burn injury or overheating. Use only original kavo high-speed handpieces of the 25l, e25, m25, m05, 25lp, 25lpa, 25lpr, 25lca series or the comfortdrive motorized contraangle handpiece. Warning: deactivation of the safedrive function. Increased risk of burn injury or overheating due to defective high-speed handpieces. Kavo recommends to always activate the safedrive function during any dental treatment with high-speed handpieces or the comfortdrive. Note: the safedrive function is a monitoring function for detection of defective high-speed handpieces. Defective high-speed handpieces can heat up strongly during use due to additional friction, especially in the head region, and possibly cause burn injuries. Kavo recommends activating the safedrive function during treatments inside the oral cavity in order to reduce the risk of burn injuries caused by defective high-speed handpieces. Note: safedrive is deactivated by default at the time of delivery. Safedrive reduces the probability and damage upon overheating of defective or poorly maintained handpieces thus minimizing the risk of burn injuries to the patient. Safedrive function: possible defects can be detected by continuous monitoring of the idling properties of the handpiece during its use. If the protective function is triggered, the safedrive initially reduces the motor speed and then stops the motor altogether if the excessive load persists. Note: safedrive works only with kavo high-speed handpieces of the 25l, e25, m25, m05, 25lp, 25lpa, 25lpr, 25lca series and the comfortdrive motorized contra-angle handpiece. Inadvertent triggering of the safedrive function cannot be excluded if handpieces made by other manufacturers are used. 6.6.2 use with the safedrive function: with regard to handpieces from third-party manufacturers, kavo recommends disabling the safedrive function as the safedrive protection function is effective only with high-speed handpieces from kavo.